Event description:
The effluent bag was found to have a pinpoint hole in the side of the bag which caused it to leak. Therefore, patient fluid removal for that hour was erroneous. The effluent bag was changed immediately upon finding the leak and md was notified.what was the original intended procedure?patient fluid removal.device #1is this a laboratory device or laboratory test?no.